Manufacturer narrative:
Approximate age of device - 4 months. Manufacturing evaluation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #(B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted, and gastric avms were noted and clipped via egd. Colonoscopy showed 1 cecal bleeding lesion and 1 in the ascending colon, both were clipped. The patient was discharged on (B)(6) 2017 with a therapeutic inr of 2.0 and had his embolic cva on (B)(6) 2017. Patient¿s actual inr on (B)(6) 2017, when admitted for gi bleed, was 2.3. The lowest inr was on (B)(6) 2017 of 1.9 & drop to 1.5 the day after admission for the cva ((B)(6) 2017). It was reported that patient had egd on (B)(6) 2017¿oozing avms in proximal stomach¿5 clips placed. Colonoscopy on (B)(6) 2017¿2 >5mm angio-dysplastic lesions without bleeding found in cecum, 1 clip placed, and 1 clip placed in ascending colon. Patient anticoagulation was not reversed with any plasma or medication. Patient did receive 3 units of blood to reverse the anemia. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.